Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
It was reported there was stimulation in the wrong location. It was noted stimulation had been in the wrong location since the revision was done in 2011. The patient needed stimulation near their hip but it was more in their left side above where it needed to be. It was reported there was an overstimulation sensation. The patient¿s stimulator is stimulating too high in their back and left side area. The patient went 3-4 times for adjustments and was feeling stimulation in their back and left side area. It was noted the patient needed another adjustment to get the stimulation in the right location. Follow up reported the patient was still having concerns with their device or therapy but they were working with their physician or representative. Patient noted they did not have an appointment scheduled yet.